Event description:
The hospital reported that during an endoscopic vein harvesting procedure, there was a case of CABG using a vasoview hemopro 2. The condition is that it is no longer able to cut and seal. A new device was issued and the operation was completed successfully, and there were no problems with the patient. There were no procedural delays.

Manufacturer narrative:
(B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. H3 other text : device discarded.

Event description:
N/a.

Manufacturer narrative:
Trackwise#: (B)(4). Updated sections: b4, g4, g7, h2, h6, h10. The lot # 25158690 history record review was completed. There was a ncmr , rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.